Manufacturer narrative:
Unspecified issue.

Event description:
It was reported that the right ventricular lead was implanted and explanted the same day for unspecified reasons. No patient symptoms or additional information was reported.

Manufacturer narrative:
Based on new information received the lead was never used/implanted. The physician after opening the lead package thought the lead was too long and was not used. As a result, the MDR report should be retracted. Final analysis found normal lead characteristics.

Event description:
New information reported on (B)(6) 2018 revealed that the physician opened the lead package but was not used because the physician thought it was too long and was not used and replaced. This deems this a non reportable event.